Manufacturer narrative:
1038671-2023-01767. D10: concomitant devices (B)(6) 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm (B)(6) 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5 (B)(6) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening. The reported prosthesis wear and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2018. The patient claims they may need revision surgery; no scheduled surgery has been reported. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.